Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 487 mg/dl. The customer treated for their high blood glucose with insulin pump and manual injection. The customer stated that blood glucose started to go up and did not go down even when blousing with the insulin pump. Customer¿s current blood glucose was 440 mg/dl. The insulin pump will not be returned for analysis.